Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an upper gi bleed with esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but the pop stage of deployment was not heard and the clip failed to release from the catheter to deploy. Reportedly, the device was tried to re-deploy and the control wire in the handle broke. Once the clip left off the catheter, it was observed that the clip was already closed, and the clip was retrieved. The procedure was successfully completed with another resolution clip device. There were no patient complications reported as a result of this event. Note: the device was going to be expired on february 06, 2021, but the device was used during a procedure on (B)(6) 2021.